Event description:
The following was reported to davol by the pt's atty: on (B)(6) 1999 it is alleged that the pt was implanted with a bard/davol "marlex" mesh during a sacrocolpopexy, abdominal repair of enterocele and anterior vaginal repair procedure for the treatment of vaginal cuff prolapse. On 01/09/2009 it is alleged that the pt was implanted with a non-davol/non-bard mesh support system during an anterior cystocele repair procedure. The atty alleges the pt experienced an unspecified adverse outcome associated with the use of the device.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury. Without a not number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.